Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one prefilled cassette was alarming on both pumps -no disposable- alarm and patient was unable to resolve. Patient changed over to new cassette to resolve alarms. Cassette lot number was not provided. Patient also reported that he doesn't feel good if he is not getting enough medication. No patient injury was reported.